Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown product issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.